Event description:
Healthcare professional (hcp) relates that no alarm occurred after no fluid was removed from the patient during hemodialysis treatment using the meridian device. Hcp reports that while recording the typical treatment checks, it was noted that no fluid had been removed from the patient after 53 minutes of hemodialysis treatment had taken place. No alarms were noted to have occurred by the hcp. Review of the meridian device's dialysate flow by the hcp revealed the dialysate flow was set at 500ml/min, however, the actual dialysate flow was reading 600ml/min. The hcp tried to reset the dialysate flow to 700ml/min, at which time the actual dialysate flow increased to 800ml/min and then gave a "dialysate pressure exceeds limit" alarm. Hcp relates that the patient was moved to another machine and hemodialysis treatment completed with no complications. There was no patient injury or medical intervention reported.